Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation as reported, the basket of the 'ncircle tipless stone extractor' did not open and close prior to a transurethral lithotomy (tul) procedure to remove stones in the urinary tract. The open and close failure was discovered while testing the device in an uncoiled position. The device was inspected to ensure there was no damage. There was not anything with the patient¿s anatomy keeping the basket from opening or closing, as the issue was found prior to patient contact. No laser was used while the basket was being tested. The procedure was completed by using another product (product name/lot#: unknown). The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures, as well as a visual inspection and functional test of the returned device, were conducted during the investigation. One device was returned to cook for evaluation in a plastic bag. The basket was open and a functional test found the basket could not be closed. The distal end of the basket sheath was full of an unknown substance. One of the 4 basket wires was broken at the proximal end. The support sheath and basket sheath were both slightly kinked/bent. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the DHR which recorded no relevant nonconformances related to this incident. A database search for complaints on the reported lot found no additional complaints reported from the field. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Cook also reviewed product labeling. The product IFU, t _ ntse_ rev1, provides the following information to the user: precaution: the device is conductive. Avoid contact with any electrified instrument. Precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. Based on the information provided, inspection of the returned device, and the results of the investigation, the cause for the failure of the basket to close could not be established. The basket wires and sheath damage likely occurred during device return in a plastic bag without the protective shipping tray. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, the basket of the 'ncircle tipless stone extractor' did not open and close prior to a transurethral lithotomy (tul) procedure to remove stones in the urinary tract. The open and close failure was discovered while testing the device in an uncoiled position. The device was inspected to ensure there was no damage. There was not anything with the patient¿s anatomy keeping the basket from opening or closing, as the issue was found prior to patient contact. No laser was used while the basket was being tested. The procedure was completed by using another product (product name/lot#: unknown). A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence. No adverse effects were reported for the patient.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4: PMA/510(k) number = exempt. E1: customer (person) = phone: +(B)(6). Postal code: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.